Event description:
On 08/19/08, the pt reported he has had an issue with the cannula of his insulin infusion sets kinking for the last 3 months. He stated he would discover a kinked cannula when his insulin infusion device displayed an occlusion error or when he changed his infusion headset. He said he has had elevated blood glucose readings up to the 400's mg/dl. Symptoms were extreme exhaustion and frequent urination and he corrected his readings by injecting insulin. He stated his current reading is 120 mg/dl which is within his normal range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.